Event description:
Champion af study it was reported that there was a device related thrombus. Prior to the procedure, 100mg of aspirin was administered. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 24.0 mm. There were no complications that were reported to have occurred. The patient was discharged on aspirin (100 mg/day) and clopidogrel (75 mg/day). 125 days post procedure the patient presented for their 4-month follow-up transesophageal echocardiogram procedure. The imaging showed that there was a device related thrombus present. The patient was started on apixaban (10 mg/day) and clopidogrel (75 mg/day) was stopped. The event was ongoing, the patient did not experience any consequences as a result of this event.